Manufacturer narrative:
Model number/catalog number: sc-2218-50e; serial number: (B)(4); batch/lot number: 21403343; model/catalog description: linear st trial lead kit 50 cm. The explanted device was not returned to bsn as it was discarded by the medical facility. A review of the manufacturing documentation for the lead revealed that no anomalies or deviations potentially related to the event occurred during manufacturing.

Event description:
A report was received that x-ray showed that the patients lead had migrated. When the physicians opened the midline incision to remove the lead that had migrated, they discovered tissue that appeared to be infected. The physician squeezed clear fluid from another post-op surgery insertion spot and took flesh samples to determine the presence or absence of infection. The lead that migrated was removed and the patient was prescribed antibiotics. The patient was reportedly doing well.